Event description:
Pt received her scs system on (B)(6) 2010. It was reported that pt was not feeling any stimulation. She cannot locate the ipg with the charger nor the pt programmer. A replacement programmer did not resolve the issue. Follow up on the pt reported that a replacement procedure will be scheduled. No further info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.